Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via (B)(6) tracker of high blood glucose readings from the insulin pump. The customer stated that she had experienced high blood glucose readings in the 600's mg/dl. The customer stated that the adhesive pad from the sets left her skin red, bumpy and itchy. The customer stated that it took her 2 to 3 days for the rash to clear. The customer declined to troubleshoot for high blood glucose.